Event description:
It was reported that the insulin pump cartridge dislodged from the device and the user reinserted it while connected, prompting education that this action could lead to unintended insulin delivery and instruction to secure the cartridge properly; blood glucose was reported in range and no alarms occurred. No reported symptoms or adverse clinical effects. Outcomes included no health impact and no hospitalization. Investigation included user troubleshooting and education. Investigation of this case revealed user handling of the cartridge by inserting without rewinding while the ilet was connected to the body, with no device malfunction confirmed. It was concluded, based on previously established findings for similar reports, that the cause was use error.